Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced hyperglycemia. Blood glucose level of the customer was over 600 mg/dl at the time of the incident and other relevant blood glucose level was 210 mg/dl. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. It was stated the auto mode was inactive on the insulin pump during the hyperglycemia event. On the basis of the report it was stated that the customer was not alleging the insulin pump for under delivery of the insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for the analysis.